Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 515 mg/dl and trace ketone levels. The cause of the high bg was unknown. Customer drank water, changed the infusion set, administered a manual insulin injection, and delivered a correction bolus to address bg level. Recommendation was made to discuss diabetes management with a health care professional.

Manufacturer narrative:
Device not returned.